Event description:
It was reported that this right ventricular (rv) defibrillation lead implanted with a pacemaker, exhibited noise during automatic threshold testing and low out of range pacing impedance measurements less than 200 ohms. A signal artifact monitor event was stored and resulted in deactivation of the minute ventilation feature. Technical services (ts) discussed this defibrillation lead is integrated bipolar and uses tip to rv coil. Ts discussed that the large surface area of the rv coil used as the anode, may be playing a role in the observed noise and impedance measurements. The minute ventilation feature was left programmed off and monitoring will be continued. This product remains in service. No adverse patient effects were reported.